Event description:
Reporter noted, o.r. Reported that the unit made a noise, and [25 gauge probe] spontaneously broke in pt's eye. Broken piece was removed from eye. No pt injury occurred. Case was completed without incident. Pt is doing well post-op.

Manufacturer narrative:
Sample has not been received for evaluation and root cause analysis to date. Two questionnaires have been sent; none returned to date.